Event description:
Additional information received reported, the patient had notified their managing physician, and the shocking sensation was the pain from the surgery. It was indicated that the steps taken to resolve the reported event was that it went away after a week or week and a half. It was stated that their pain at the implant site and shocking sensation was resolved.

Event description:
The consumer reported that she had pain at the implant site while driving. When she sat in the seat and did not even have the key in the ignition yet and leaned over, it started to hurt. It felt like knives cutting her open, like an electrical shock. When she was a passenger or sitting in the house, she was fine. It was just when she was in the driver's seat of her car. The pain was so bad, she would rate it a 9 or 10 but it did not continue. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.